Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly adjusted the pump carbohydrate ratio to 1:1.7 without consulting the healthcare provider. Tandem technical support looked at customer's previous pump settings and found the past carbohydrate ratio to be 1:9.0. There was no reported impact to the customer's blood glucose. Tandem technical support advised the customer to contact healthcare provider regarding settings as the carbohydrate ratio seemed to be too low.